Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to ketoacidosis while wearing a medtronic insulin pump. The customer was found in his apartment a couple of days after his death. It was stated that the customer had gone to his healthcare professional a few days prior to his death, and was diagnosed with an upper respiratory infection. The caller declined to return the insulin pump for analysis as she would rather have a third party analyse it. Nothing further was reported.